Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery. Model#: 1650de / catalog#: 1650de / expiration date: 31-may-2021 / serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-may-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model#: 1650de / catalog#: 1650de / expiration date: 31-may-2021 / serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-may-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model#: 1650de / catalog#: 1650de / expiration date: 31-mar-2021 / serial#:(B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-may-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter. Model#: 1430us / catalog#: 1430us / expiration date: unk / serial #: unk UDI#: asku, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk, labeled for single use: no, (B)(4). Concomitant medical products: -ddmb1d4 ICD implanted (B)(6) 2019, -5076-52 non-defib lead implanted (B)(6) 2019, -6935m62 defib lead implanted (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries and one controller ac adapter exhibited power switching with ventricular assist device (vad) stops. The patient complained that they believed one of the batteries was either not sensing properly or was reading fully charged when the battery wasn't and caused vad stops. There were losses of power to the controller and contamination of the power ports. The event was also associated with a power disconnect alarm. The three batteries, controller, and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis and to add one battery to the event. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 25-july-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d1, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 25-july-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d1, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 25-july-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d1, d02 d4: serial or lot#: (B)(6) d9: yes, return date: 25-july-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d1, d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2022 / serial or lot#: (B)(6) UDI #:(B)(4) d9: no h3: yes h4: mfg date: 21-may-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a27 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 product event summary: one (1) controller ((B)(6)), three (3) batteries ((B)(6)) and one (1) controller ac adapter ((B)(6)) were returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and adapter revealed that the devices passed functional testing. Visual inspection of the returned batteries and adapter revealed worn damage within the connectors. The worn connectors findings did not affect the functionality of the power sources; the power sources were able to adequately connect to a test controller. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. In addition, visual inspection revealed a damaged pin within the power port one (1) of the controller; however, a power source attached to power port one (1) was able to provide power to the controller. Supplemental testing did not reveal wear to the gold-plating of the pins; however, visual inspection under 10x magnification revealed contamination within the pins of both power ports and a slightly bent pin within power port one (1). Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event due to a momentary disconnection involving (B)(6), as well as momentary disconnections that did not lead to premature power switching events involving (B)(6) and a controller power adapter. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed an instance involving a controller power adapter where the relative state of charge (rsoc) value was between 101-201, which is indicative of a communication error. The battery (B)(6) was disconnected from the power port one (1) of the controller and the adapter was connected to power port one (1) within 15 minutes of the controller recording a communication error. It is likely the battery experienced a communication error prior to the adapter being connected. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. Analysis of the event log file revealed nine (9) controller power up events with associated motor start events logged between (B)(6) 2022 and (B)(6) 2022, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to (B)(6) 2022 were not available. No anomalies were recorded leading up to the losses of power recorded between (B)(6) 2022 and (B)(6) 2022. The controller was without power for an average of 10 seconds each time it experienced a power loss. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. (B)(6) had been lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and power sources, likely due to contamination within the power port pins. The most likely root cause of the contamination can be attributed to handling of the device. Possible root causes of the communication errors, and a resulting power disconnect alarm, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination within the power ports. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00384004, the root cause of the damaged/bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacle on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damaged connectors of the controller ac adapter and batteries can be attributed to wear, likely due to normal disconnection and reconnection between the power sources' cable connectors and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted to correct the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and the battery subsequently tested out of specifica tion during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submit to correct the product event summary. Product event summary: one (1) controller (B)(6), three (3) batteries (B)(6) and one (1) controller ac adapter (cac216541) were returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and adapter revealed that the devices passed functional testing. Visual inspection of the returned batteries and adapter revealed worn damage within the connectors. The worn connectors findings did not affect the functionality of the power sources; the power sources were able to adequately connect to a test controller. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. In addition, visual inspection revealed a damaged pin within the power port one (1) of the controller; however, a power source attached to power port one (1) was able to provide power to the controller. Supplemental testing did not reveal wear to the gold-plating of the pins; however, visual inspection under 10x magnification revealed contamination within the pins of both power ports and a slightly bent pin within power port one (1). Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event due to a momentary disconnection involving (B)(6), as well as momentary disconnections that did not lead to premature power switching events involving (B)(6) and a controller power adapter. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed an instance involving a controller power adapter where the relative state of charge (rsoc) value was between 101-201, which is indicative of a communication error. The battery (B)(6) was disconnected from the power port one (1) of the controller and the adapter was connected to power port one (1) within 15 minutes of the controller recording a communication error. It is likely the battery experienced a communication error prior to the adapter being connected. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. Review of the data log file also revealed an instance involving (B)(6). Where the rsoc value was between 101-201, which is indicative of a communication error. Analysis of the event log file revealed nine (9) controller power up events with associated motor start events logged between 14-jun-2022 and 18-jul-2022, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to 16-jun-2022 were not available. No anomalies were recorded leading up to the losses of power recorded between 16-jun-2022 and 18-jul-2022. The controller was without power for an average of 10 seconds each time it experienced a power loss. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on cac216541 in accordance with the requirements under fsca cvg-18-q4-19 on 16-aug-2019. (B)(6) had been lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and power sources, likely due to contamination within the power port pins. The most likely root cause of the contamination can be attributed to handling of the device. Possible root causes of the communication errors, and a resulting power disconnect alarm, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination within the power ports. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00384004, the root cause of the damaged/bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacle on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the observed damaged connectors of the controller ac adapter and batteries can be attributed to wear, likely due to normal disconnection and reconnection between the power sources' cable connectors and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.